Event description:
A caller reported that the pump display was frozen on the screen immediately after pressing "rejoin existing sensor session." Information regarding the customer's blood glucose level at the time of the event was not provided. The issue was resolved by clearing the frozen display with a button alarm, and no further action was necessary.